Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03801 / 03802).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty and approximately five years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative record reported revision due to pain, metallosis, and pseudotumor formation. During the procedure, a pseudotumor, well-fixed stem, and metal debris were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: m2a magnum pf cup, catalog #us157856, lot #820580. The event was confirmed through review of operative notes provided. Device was not returned so no product evaluation could be conducted. Both initial and revision surgical notes were provided. In initial notes, the capsule was cut all the way down to the labrum and labrum was taken off for the cut of femoral head. Examination of the femoral head revealed significant eburnated bone. The canal finder was inserted down the shaft towards the knee. Broached up from 5 mm up to 13 mm. Femur was tight so taking off the labrum was needed to gain good exposure of the acetabulum. 56 mm acetabular component was implanted stably. Stability was checked and there was no sign of impingement or levering out. In revision surgery, key findings as follows. The patient had a large pseudotumor formation with evidence of metal debris and destruction of the anterior joint capsule and anterior abductors. There was significant contamination of the intracapsular tissue from metal debris. There was delamination of the porous coating from the acetabular shell during removal of the acetabular component. The pseudotumor around the greater trochanter was found and removed. The femoral stem was examined and noted to be well fixed. The porous coating had delaminated and was left behind when acetabular shell was removed. This device was used for treatment. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.